Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to artivion ¿ formerly cryolife/jotec is accurate or has been confirmed by artivion ¿ formerly cryolife/jotec.

Event description:
According to the initial report received via email on 06feb2025 from artivion complaint manager, (B)(6)., proact study patient: (B)(6) experienced stenosis of truncus brachiocephalicus by compression of the false lumen. An aortic arch bypass was performed. This investigation is relegated to amds-40-40, lot number: c2459036b, with the allegation of stenosis of truncus brachiocephalicus by compression of the false lumen.

Manufacturer narrative:
The manufacturing records for lot c2459036b were reviewed and it was confirmed that all records were controlled, available for review, and met all specifications per the device master record. All lots passed functional testing and met release specifications. A complaint was reported to field assurance by an artivion project manager on 06feb2025 associated with a patient residing in germany and a participant of the protect registry study. The complaint indicates the patient experienced an adverse event that is ¿possibly¿ related to the amds device and/or implant procedure. Due to the patient being in the protect study, artivion was able to collect follow-up information pertaining to the complaint. Patient (B)(6) had an amds 40-40 (serial #/lot #: (B)(6) implanted on (B)(6) 2020 (B)(6). The adverse event was reported as a vascular event categorized as ¿stenosis of truncus brachiocephalicus by compression of the false lumen¿, with an onset date of 26jan2021 (approximately 5 months from amds procedure) and an end date of (B)(6) 2024 (lasting ~2 years). The investigator categorized the event as ¿possibly¿ related to the amds device and implant procedure. The event was relegated to the pre-existing debakey type a dissection. The event led to the following serious adverse event: in-patient hospitalization or prolonged existing hospitalization. Surgical treatment was provided, in which an aortic arch bypass was performed. The event was documented as resolved. It is important to note that amds device was not removed, as there were no notable device malfunction or deterioration in characteristics or performance. Additional details from the patient¿s baseline data revealed no known medical history. The 2, 3 and 4-year CT images were reviewed and the following significant findings were documented: ¿in the available data from 2022 to 2024, the true lumen is patent. The branches of the truncus brachiocephalicus and the subclavian artery are open and originate from the true lumen of the dissection. There is no stenosis in the truncus brachiocephalicus at this point in time¿. The reviewer status remained unknown in response to the complaint description, due to the following explanation ¿there is no stenosis in the brachiocephalic trunk at this point in time (2022 to 2024). There is no more recent data available, which is why the statement cannot be sufficiently verified¿. Pre-operative CT images were provided later and reviewed. The artivion representative indicated the following significant findings: ¿in the preoperative CT data, as well as in the 3¿6-month follow-up, no stenosis of the brachiocephalic trunk is seen. The trunk originates from the true lumen and is well perfused. In the preoperative CT data, as well as in the 3¿6-month follow-up, no stenosis of the brachiocephalic trunk is seen. The trunk originates from the true lumen and is well perfused. In the on-year follow-up, the relevant part of the aortic arch is not seen in the CT images, which is why no statement can be made about this¿. The reviewer did not agree with the complaint description, because ¿in the one-year follow-up, the relevant part of the aortic arch is not seen in the CT images, which why no statement can be made about this¿. No additional information is forthcoming. Upon completing a review of the available information, it is unknown whether the amds or index procedure contributed to the reported event. Of note ¿stenosis (arterial or venous)¿ is listed in the instruction for use (IFU) as a potential adverse event. However, the amds device is designed to compress the fl as described. There were no reports of device malfunction or deterioration that may have led to the event and the device remained implanted. Artivion device inspection and lot history records confirmed device test acceptance and approval. Health impacts and clinical signs for this and other patients treated with amds will continue to be monitored to ensure benefits associated with the use of the device outweigh the risks. However, no specific device malfunction or failure modes were reported; there were no reports of device malfunction or deterioration that may have led to the event and the device remained implanted. Should additional information be obtained at a later date regarding potential failure modes, an updated risk assessment shall be performed. This complaint reports an ae and does not specify potential causes of failure. As such, no risk occurrence analysis was performed in this report. There were no reports of device malfunction or deterioration that may have led to the event and the device remained implanted. Artivion device inspection and lot history records confirmed device test acceptance and approval. Health impacts and clinical signs for this and other patients treated with amds will continue to be monitored to ensure benefits associated with the use of the device outweigh the risks. This event does not identify additional hazards or modify the probability and severity of existing hazards. There is no indication that an error or deficiency occurred at artivion- formerly cryolife/jotec and the IFU adequately communicates risk. This complaint was reviewed for a CAPA evaluation and a CAPA is not warranted at this time. Field assurance will continue to monitor similar complaints to determine if additional actions are warranted; however, at this time no further actions are necessary. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to artivion is accurate or has been confirmed by artivion.